Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and device evaluation confirmed the customer reported complaint ¿melted plastic on lower part of the forceps. The fenestrated bipolar forceps instrument was found to have thermal damage on the yaw pulley. The instrument passed the electrical continuity test.

Event description:
It was reported that during a da vinci-assisted surgical procedure, melted plastic was observed on the lower part of the fenestrated bipolar forceps instrument. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site¿s robotics coordinator (roco) confirmed that the issue was not discovered during the case but in sterile processing when some melting was noted on the casing. The customer confirmed that the case that the instrument was used in prior to the sterilization was completed without incident, and no arcing was reported. The fenestrated bipolar forceps instrument was inspected after the procedure once it reached the sterilization and reprocessing department (spd), before it was autoclaved. The issue was discovered immediately following the procedure and prior to any decontamination of the instrument in question.